Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon fired two clips, both clips were difficult to disengage from the cartridge. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. Issue with clips releasing from cartridge should no longer be used. If information is provided in the future, a supplemental report will be issued.